Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of september 1, 2017, is used for the estimated date of event between september 2017 to june 2024. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter address 1: (B)(6). Reported here as the address exceeded character limit for the designated field. Block g2: literature source: yi-peng chen; yi-jun liao; yen-chun peng; chun-fang tung; hsin-ju tsai; sheng-shun yang and chia-chang chen "impact of duodenal papilla morphology on the success of transpancreatic precut sphincterotomy" division of gastroenterology and hepatology, department of internal medicine, taichung veterans' general hospital, taichung 407219, taiwan, j. Clin. Med. 2024, 13, 6940., https://doi.org/10.3390/jcm13226940. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
Boston scientific became aware of an event involving a truetome and jagwire through the article titled, impact of duodenal papilla morphology on the success of transpancreatic precut sphincterotomy, by yi-peng chen et al. Per the article, from september 2017 to june 2024, a study of 107 patients underwent transpancreatic precut sphinceterotomy (tps) via ercp. The following occurred with the study patients: bleeding, post-ercp pancreatitis, cholangitis, perforation and subsequent endoscopic procedures were performed. Please see the reference article for full details.